Event description:
Patient presented to the physician with persistent symptoms of tongue weakness and difficulty with speech. Physician referred the patient to speech therapy, and the patient has been attending speech therapy for treatment. Patient presented back to the physician with no improvement in symptoms. Physician will monitor the patient and further evaluate.